Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings:the black box showed no evidence of loss of prime. There was a call service ¿cs162¿ warning associated with cartridge change observed. Ez-prime steps were successfully completed with no errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.